Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown, however, the public obituary stated that the patient died from a heart attack. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.